Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that intermittent alarms occurred. Customer's blood glucose (bg) level was high, however a specific value was not provided. Reportedly, the customer uses apidra insulin within the cartridge. Tandem technical support educated customer apidra is off label per the user guide. The customer delivered a bolus via the pump to address bg level. Reportedly, customer changed pump supplies and resumed insulin delivery.